Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 554 mg/dl. After troubleshooting, customer was advised to change the reservoir. Customer declined troubleshooting for high blood glucose. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.